Event description:
It was reported that seven lvp display boards needed to be replaced for dim segments. There was no patient involvement.

Manufacturer narrative:
The reported issue of led display segment was dim was confirmed on 7 out of 7 returned boards. Risk assessment reports dim segment issue associated to faulty component of the seven-segment display. Physical inspection noted no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 7 out of 7 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Review of the sn (B)(6) service history record showed the device had a manufacture date of 10-feb-2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 28-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only an lvp display board assembly was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that seven lvp display boards needed to be replaced for dim segments. There was no patient involvement.